Event description:
The affiliate reported that after implantation, there was csf leaking at the lower end of the valve. The problem occurred immediately after implantation, before closing the patient. As a result, the valve was replaced with no adverse consequences to the patient or delays in surgery greater than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and confirms a tear / cut in silicone housing between the valve mechanism and the siphon guard. This could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant or wrong handling, but this could not be confirmed. As noted in the IFU the silicone housing has a low tear / cut resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.